Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. It was discovered that the system was exhibiting high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. The physician plans to monitor the patient through the remote home monitoring system and at the next follow-up to try removing the proximal coil from the shocking configuration. This product remains in-service.

Event description:
Subsequent information was received as the out of range impedance measurements continue. Noise was observed, but only on the shock channel. The physician plans to continue monitoring the patient through the remote home monitoring system. No adverse patient effects were reported.